Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up, the nurse attempted save the memory map multiple times how ever the telemetry was intermittent and unsuccessful. A firmware download was not successful in restoring the device.. No additional information was available.